Manufacturer narrative:
This report is submitted on july 5, 2021.

Event description:
Per the clinic, the patient experienced poor performance and a subsequent lack of clinical benefit with the device. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The date of explant has been corrected to (B)(6) 2021. Device analysis indicated device failure. Device analysis report is attached. This report is submitted on october 26, 2021.